Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited whitish foreign material inside the air/water tube and cylinder. There was no patient involved.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, whitish foreign material on air water-cylinder and air water-channel remained may not have been removed because reprocessing was not conducted properly due to damage on channel tube and water tightness was lost and it could not be determined what the foreign material was. However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in " gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection ", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.